Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number extension: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to mfg: 10-sep-2025. H3: one device was received for evaluation. Review of the service history identified that there were no reported problems previously. The device was in good condition. The customer issue could not be confirmed as the complaint did not require further investigation since it met the qsr0024135 justification.